Event description:
Male patient implanted with a 33mm cardioseal back in october 2001, returned to the ER in 2006 with symptoms of slurred speech and right side weakness. Tte examination at that time revealed thrombus on the left side of the device. The device was surgically explanted in 2006, without any complications. The explanted device is currently with the hospital risk management department.

Manufacturer narrative:
We have recently acknowledged receipt of the relevant documents we require from the end-user to thoroughly investigate this occurrence.